Event description:
The facility representative reported a colleague infusion pump to baxter on (B)(6) 2010 of a "check for accuracy-overinfusion" in a general patient ward. The pump was set-up at 15ml/hr, but the volume of the container is unknown. The condition occurred during patient therapy on (B)(6) 2010, and it is unknown if it stopped infusion. It is unknown if there was any patient injury, adverse event or medical intervention necessary according to the hospital representative. The software version for this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.